Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) stated the implantable neurostimulator ¿machine wasn¿t working¿ and had not worked right for over a year. The patient reported that when attempting to charge the implant using the controller, the implant would not always charge fully, and the patient later became unable to charge at all. The patient also reported trouble charging the controller, stating that when the controller was first plugged into the ac power supply the green light would blink and then stop, and the controller screen would go blank. The patient reported that therapy would not stay on the selected setting and would switch to a different setting, and that stimulation would shut off on its own. The patient reported being treated for pain. The patient did not have all equipment available during the call and was advised to call back when they had access to the equipment for further troubleshooting.